Event description:
Additional information was received from a healthcare professional. It was reported that it was a wound infection in the abdomen after the battery was replaced. The leads were not affected but were explanted as a precaution. The blood clot was from a peripherally inserted central catheter line in the patient's arm, not the implant device. It was noted that the original leads were implanted by a different facility.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3998, lot# v009278, implanted: (B)(6) 2006, product type: lead. Product ID 3998, lot# v009278, implanted: (B)(6) 2007, product type: lead. Refer to manufacturer report # 3004209178-2016-10556. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It is noted that the patient had two systems implanted. It was reported that an infection started at the device in the abdomen and traveled the leads and was within two inches from the lumbar spine. The area was warm to touch and then got red and by the time that the patient went to the emergency room on (B)(6) 2016, it was purple. It had traveled all the way around the lumbar area. There was a six inch band down into the hip and into the buttocks area. There was a confirmed staph infection around the implantable neurostimulator site and lumbar area. The infection started 2 weeks after the implant of the device on (B)(6) 2016. Antibiotics were taken intravenous and orally. Intravenous nafcillin was given right away. Another couple days they put him on rifampin, and all kinds of pain killers. The patient had three bedside surgeries and they put drains in. They cut in four different areas. They put ribbon stuff in for drainage. The patient was in the hospital for 11 days. They removed the implantable neurostimulator and cut the wires to the lead and left the electrodes because the physician was not qualified to remove the paddle. He was sent to a clinic directly from the hospital and was there for five days. They sliced his spine open and took the paddle out and removed the rest of the wires. They left the paddle in the neck and the implantable neurostimulator in the right hip because they said they didn¿t show signs of infection. The patient was released from the clinic on (B)(6) 2016 and he was home for three days when he developed a major blood clot in his left arm and was back at the hospital. He was at the hospital for 4-5 days. He had a pic line in his left arm at the time of the report and was on intravenous antibiotics, oral rifampin, and a low dose of percocet. The patient stated that he would be on blood thinner to abdomen maybe for the rest of his life. He thought that he was on eliquis. Refer to manufacturer report # 3004209178-2016-10556.

Event description:
Additional information received from the patient indicated they still had an implantable neurostimulator (ins) in the right buttock and the paddle lead to their cervical area, and everything else had been removed. The patient did not know which serial number remained implanted and was not sure what the cause of the blood clot was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.